Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 23891380. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).